Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent dislodgement occurred. The target lesion was located at right coronary artery (rca). During this procedure, the physician initially stented the distal and proximal rca with unspecified bsc stents. While reviewing the results, it was decided to also stent the mid rca. A 24x5.0 mm liberte bare metal stent delivery system (sds) was advanced, but would not cross the proximal just placed stent. The sds was removed and exchanged with a 3.5 mm coronary balloon in order to dilate the mid rca. When the taxus liberte sds was advanced for a second time, it was noticed that the stent was not on the balloon. The catheter was flushed and the back table was checked, but the physician was unable to locate the stent. According to the physician, the stent may have gotten caught on the struts of the proximal just placed stent. However, the location of the stent remains unk and no additional interventions were made. To complete the procedure, the mid rca was treated with a coronary balloon and it was decided not to stent the area. There were no additional pt complications reported, and the pt's current condition is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.